Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision was performed to remove broken piece.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned device revealed only the post of the insert was returned. A review of complaint history revealed no prior complaints for the listed lot/failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted damage was observed on all of the surfaces of the ps post, it was not possible to tell if this damage occurred prior to the fracture, after fracture but before retrieval, or during the retrieval process. Significant plastic deformation to the corners of the ps post were observed on the anterior surface; and potentially resulted from repeated impingement of the femoral component and the ps post. Visual and microscopic analyses revealed a glossy region with beach markings, also known as clamshell markings, near the anteromedial corner of the ps post. The presence and orientation of these beach markings suggest that a fatigue crack initiated near the anteromedial corner of the ps post and propagated in the posterolateral direction. This crack potentially propagated in a controlled manner (glossy region of the fracture surface) until the remaining material could not bear the imposed patient loading, which resulted in final failure of the post (matte region of the fracture surface). Based on the analysis conducted, the exact cause of failure was not able to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.